Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the snap-cap and septum for anomalies. No anomalies were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that his blood glucose level got up to 600 mg/dl and he was able to lower it to 171 mg/dl, then woke up with a blood glucose of over 600 mg/dl again. Customer reported the insulin pump alarmed a no delivery alarm. Customer experienced nausea, acid reflux, sore and puffy eyes due to high blood glucose. Customer treated his high blood glucose with the insulin pump. Customer was hospitalized for renal failure and diabetic ketoacidosis due to high blood glucose. Customer experienced nausea and thirst. Customer's blood glucose was over 600 mg/dl at time of emergency room visit. Customer was taken off the insulin pump and treated with insulin drip. Customer was wearing the insulin pump at time of emergency room visit. Customer declined to troubleshoot. Customer wanted the device to be replaced. Customer was advised that the device will be replaced. Customer agreed to return the reservoir for analysis.